Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had gastrointestinal (gi) bleed that began on (B)(6) 2017. No specific tests were performed to confirm or deny the source, but was reportedly believed to be arteriovenous malformation (avm) in nature. The patient¿s anticoagulation coumadin was stopped. The gi bleed reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.